Manufacturer narrative:
Device used for treatment. The manufacturing documents were reviewed and no complaint related issues were found. The implantation techniques that were being used to implant these devices are unknown. From the provided description and implants, the removal issues may be considered invalid because they resulted in a successful removal. The possibility that the revision may have been due to adjacent level disease contributed to by the fused levels is a more severe failure mode. A definite cause for the adjacent level issues has not been identified but there is no apparent indication that there is a design-related issue with these implants. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
(B)(4): the device was examined and there was visible wear and damages. The device passed the required functional test successfully. (B)(4): placeholder.

Event description:
Pt was implanted, on an unk date, with a click'x' construct level l3-s1. Pt was discovered to have stenosis and a herniated disc at l2-l3. Pt was returned to the operating room on (B)(6) 2012 for hardware removal, and revision to extend construct to l2-l3, placing a vertebral spacer at l2-l3, and implanting new hardware from l3-s1. While removing the hardware, the extraction screw broke off inside one of the locking caps and at l5 left, the screw head came off upon removal. All hardware was removed with the exception of two screws at l4 remain implanted. This is 16 of 17 reports.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.